Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that a no disposable clamp tubing alarm occurred. The patient stated that the same issue had occurred the night before with the same cassette on a different pump. The pump will be replaced. No patient injury was reported.